Event description:
The complainant also reported upon request: "1.) The vt was not impella related (see ci) and was treated with amiodarone only. The cerebral infarction was not treated and led to the decision to terminate the therapy (poor / no prognosis for the patient). 2.) No return kit is needed. 3.) No additional information on the product."

Manufacturer narrative:
B5 updated.

Event description:
The user facility reported a patient on impella 5.5 was presented with ventricular tachycardia and required administration of amiodarone. Additionally, during cranial cat scan the patient was shown to have had multiple cerebral infarction while on support. The patient was successfully weaned and survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction e4, g1 the investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke/ arrhythmia/ tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.